Manufacturer narrative:
The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery and motor position encoder error alarm was confirmed in the alarm history. Device passed the displacement test, rewind, basic occlusion and prime tests. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that she was at training when the insulin pump alarmed motor error during cannula fill. The customer received multiple motor errors and a motor position encoder error alarm. Blood glucose value was 73 mg/dl. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.